Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant, using a large flexnav delivery system. The patient was presented with pre-existing complete right bundle branch block (crbbb) and was at risk of complete atrioventricular block (cavb). The left ventricle (lv) was elliptical, distorted, narrow, and at risk of left ventricular outflow tract obstruction (lvoto). The annulus also had a distorted shape protruding between n and r. After crossing the annulus with the navitor valve under control pacing, atrioventricular block (avb) was confirmed via electrocardiogram (ECG). Navitor's placement depth was ncc 2 mm and lcc 4 mm. Since non-uniform expansion (nue) was observed, the device was re-sheathed, and the catheter was placed at approximately 3mm (non-coronary cusp (ncc)) and 3mm (left coronary cusp (lcc)). At the time of detention, the tab was released at once (within about 1 second), and the deployment was completed in a state where it was contained in the nose cone valve by recoil. Due to this behavior, the navitor's final retention depth was ncc 1mm, lcc 3mm, which was a shallow retention depth. Although there were no major problems with hemodynamics, the heart block continued. During follow-up on (B)(6) 2023, it was reported that a permanent pacemaker was placed at cavb and the patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant, using a large flexnav delivery system. The patient was presented with pre-existing complete right bundle branch block (crbbb) and was at risk of complete atrioventricular block (cavb). The left ventricle (lv) was elliptical, distorted, narrow, and at risk of left ventricular outflow tract obstruction (lvoto). The annulus also had a distorted shape protruding between n and r. After crossing the annulus with the navitor valve under control pacing, atrioventricular block (avb) was confirmed via electrocardiogram (ECG). Navitor's placement depth was ncc 2 mm and lcc 4 mm. Since non-uniform expansion (nue) was observed, the device was re-sheathed, and the catheter was placed at approximately 3mm (non-coronary cusp (ncc)) and 3mm (left coronary cusp (lcc)). The navitor's final retention depth was ncc 1mm, lcc 3mm, which was a shallow retention depth. There was no interaction between the retainer tabs and the delivery system. Although there were no major problems with hemodynamics, the heart block continued. During follow-up on (B)(6) 2023, a permanent pacemaker was placed due to cavb and the patient was discharged.

Manufacturer narrative:
An event of the valve not fully expanding and heart block was reported. Information from the field indicated that the valve was sized correctly based on the patients annular dimensions, the aortic angle was 54 degrees, the patient had pre-existing complete right bundle branch block, was at risk for complete atrioventricular block, there was no calcification extending beneath the aortic annular plane, and the device was placed at a depth of 3mm from the non-coronary cusp. Abbott requested information related to procedure imaging, but this was not provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on available information, the root cause of the valve underexpansion and heart block could not be conclusively determined.na.